Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The data logs confirmed a sudden pump stop. The medical center returned impella products for benchtop analysis. Electrical resistance testing showed all 3 motor cable lines were open. The red handle was opened and the motor cable lines were found to be broken on the catheter side; evidence of necking of the cables was present. The root cause of the pump stop was determined to be an electrical open in all 3 motor cables caused by excessive force that was applied when the pump got caught on the bedrail during transport. The cause of the issue was an open electrical line. The failure modes will be monitored and trended.

Manufacturer narrative:
Benchtop analysis of the returned pump is ongoing. When the investigation is complete, a supplemental report will be filed.

Event description:
An 18-year-old male patient suffered from dizziness, shortness of breath and lack of energy. Patient showed heart failure with ejection fraction of 9%. An impella 5.5 device has successfully been inserted for hemodynamic support. During transport in the hospital, the impella was caught in a bedrail and pulled back. The device has not been dislocated inside the patient. Subsequently, the pump stopped and could not be restarted. A new impella 5.5 device has successfully been inserted. Patient stable afterwards, on bridge to lvad.